Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their spouse, who provided and helped the customer ingest carbohydrates by rubbing syrup on their gums and assisted the customer with walking to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.